Manufacturer narrative:
Corrected data: correct user facility name is columbia hosp at med city dallas. Upon further investigation it was found by the user facility that co's product did not cause or contribute to a serious injury; therefore, the MDR was not required.

Event description:
Revision surgery performed. Allegedly some loosening of the femoral stem has occurred. Possibly due to the pt's growth.